Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not respond to the programmer. Boston scientific technical services (ts) then suggested applying a magnet and then further explained that the ICD would not be likely to have a working battery after twelve years of implant since the ICD¿s normal longevity was five to seven years. Additional information was received indicating that this ICD could not be interrogated due to battery depletion. A magnet was applied and there was no beeping elicited. Moreover, the patient stated that the tachy therapies had been turned off after receiving inappropriate shocks years prior. To date, this ICD remains in service. No adverse patient effects were reported.